Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on december 01, 2015 that an ultraflex tracheobronchial stent was implanted in the trachea during a stent placement procedure on an unknown date. According to the complainant, this was to treat a malignant stricture. During the procedure, no issues were noted in the placement of the stent. However, on (B)(6) 2015 during a bronchoscopy procedure, it was confirmed that the stent migrated due to the decline in the size of the tumor after therapy, just proximal to the initial stricture. On (B)(6) 2015, the stent was removed using a grasper and a 45mm ultraflex tracheobronchial distal release covered 18mmx60mm stent was implanted to replace the migrated stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.